Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the reservoirs have gotten hot on the beach and are not working for as along as they should and have to change more frequently. Customer also indicated that there are air bubbles in reservoir but did not state size of bubbles. Customer's blood glucose was unknown at the time of incident. Troubleshooting was advised that the reservoirs would be replaced. No further information was given.